Event description:
Patient reported the infusion device displayed an e8 power interrupt error. He changed the battery and battery cover but was unable to clear the error message. The infusion device was returned for evaluation, and it was determined the check button does not function. Additional information will be submitted when the evaluation is complete. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 were found. The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.